Manufacturer narrative:
No evidence of bleeding was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported pain could not be conclusively determined. The soft cannula was found to measure out of specification at 1.060 inches. It is unknown when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod site (abdomen) was reportedly bleeding after wearing the pod for 24 and 36 hours.